Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the continuous glucose monitor. Technical support instructed the caller on steps to troubleshoot the occlusion issue, including disconnecting tubing, tightening the t: lock, and delivering boluses with the tubing and cartridge pigtail pointed downward. Customer replaced supplies and resumed insulin therapy.